Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a (B)(6) old female patient who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2015 for permanent female contraception. Reporter stated that first essure failed to deploy (lot number 50748021, expiration date (B)(6) 2016) and then perforation of uterus occurred for second device (lot number c68799, expiration date (B)(6) 2017). Both inserts are awaiting pick up from hospital by biohazard courier. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) old female patient who had an attempt to insert essure (fallopian tube occlusion insert). However, the first essure failed to deploy and then perforation of uterus occurred for second device. The event perforation of uterus during insertion is considered serious due to medical importance and listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (including essure procedure). With essure, it occurs most often during insertion. In this particular case, the perforation occurred during the insertion and therefore it was considered related to essure. In line with local requirements, this case is regarded as other reportable incident since this case is regarded as an other reportable incident since the uterine perforation could lead to death or serious health deterioration under less fortunate circumstances. The non-serious event essure failed to deploy was also reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 18-mar-2015: no further information is expected. Ptc investigation result was received on 23-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, both micro-inserts were deployed and detached. Only micro-insert was returned for device 2. Micro-insert of device 1 found to be stretched. All IFU steps of device 1 were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. The possibility of a deployment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a usability issue. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case report has been received to date with the referred batch 50748021 (production date 25-jul-2013 and expiration date 31-jul-2016). No further ae case report has been received to date with the referred batch c68799 (production date 27-jun-2014 and expiration date 30-jun-2017). No batch signal could be identified. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed, from 2002 to 01-apr-2015, for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. (B)(4) bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert). However, the first essure failed to deploy and then perforation of uterus occurred for second device. The event perforation of uterus during insertion is considered serious due to medical importance and listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (including essure procedure). With essure, it occurs most often during insertion. In this particular case, the perforation occurred during the insertion and therefore it was considered related to essure. In line with local requirements, this case is regarded as an other reportable incident. The non-serious events essure failed to deploy and micro-insert of device 1 found to be stretched were also reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.